Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that remained in the channel, insertion section, and distal end was unable to be further specified. Moreover, no physical damage was observed where the foreign material remained, nor was it possible to make any confirmation regarding the potential of a deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report could not be specifically confirmed. However, there were several compromised locations. The insulation cover had scratching, cracked adhesive, and dents present. The light guide lens had fluid penetration at two different locations, and aeration did not resolve the issue. The distal end adhesive was cracked, and the light guide prong/mount had a loose cover glass. There were several other minor forms of wear and tear that did not impede function ¿ dents, scratching, holes, etc. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing a procedure, his olympus evis exera iii colonovideoscope made a ¿pop¿ sound. The physician was not sure what caused the sound. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as there was some form of detergent solution on the insertion section/distal end. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.